Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. The patient¿s ins depleted faster than the healthcare professional (hcp) expected. The device was interrogated on (B)(6) and they found it at 27%. The plan was to replace the device with a rechargeable ins to avoid frequent surgeries and infection risk by the end of (B)(6) 2017. No further complications are anticipated.